Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2010 and a 10 x 40 mm acculink stent was implanted in the right internal carotid artery. On (B)(6) 2012, intravascular ultrasound was reviewed and noted instent restenosis, as well as decreased stent expansion. An emboshield nav6 filter was deployed. Revascularization was performed with a dilatation catheter. During the procedure as the balloon was inflated and temporarily occluded the right internal carotid artery, the patient developed decreased level of consciousness and brief seizure-type activity. The symptoms resolved upon deflation of the balloon, with no other adverse patient sequelae. After dilatation was performed, an attempt was made to advance the retrieval catheter of the emboshield; however, the recovery catheter was unable to advance across a previously placed acculink stent and was unable to retrieve the emboshield filter. An accunet retrieval catheter was used to successfully retrieve the emboshield filter. There was no clinically significant delay and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Event description:
Subsequent to initial MDR, additional information was received which indicates that the stenting procedure performed on (B)(6) 2010 was successful with placement of a 10 x 40 mm acculink stent deployed at maximum pressure of 10 atmospheres (atm). The lesion was 85% stenosed prior to the procedure, with post-procedure stenosis of 0% and excellent angiographic appearance. The acculink stent system is a self-expanding stent system and is not deployed using a balloon. Additional information received from the site indicates that the cath report from (B)(6) 2012 states balloon angioplasty was performed using a non-abbott stent system with two inflations at a maximum pressure of 6 atms and the stent was deployed successfully. Balloon angioplasty was performed after stent deployment using a non-abbott dilatation catheter with one inflation at 10 atms. No additional information was provided.

Manufacturer narrative:
(B)(4). The emboshield nav6 is being filed under a separate medwatch report. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Restenosis is listed in the rx acculink instructions for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.